Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2017 with the following findings: during investigation, the pump failed to power on. There was corrosion observed in the battery compartment. The battery compartment was found to be cracked above and below the bumper pad. The pump had a battery compartment leak. The pump was opened and there was moisture damage found on the printed circuit board. There was no power to the pump due to moisture damage.